Event description:
Pt was implanted with a right femoral nail and screw construct on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt complained of painful hardware. Surgeon removed all hardware and pt was not revised with any additional hardware. Pt's fracture healed. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Cat # - complete catalog number is unk. Investigation is on-going; no conclusions can be drawn as no device was returned or part number or lot number provided.